Event description:
It was reported that during an unk procedure, the hand activation stopped working. The case was continued with the same device but using the foot pedals instead. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.